Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. The pt was transported to the hosp. Device eval was accomplished through a review of the pt's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Device manufacture date and usage of device: monitor (B)(4), 07/2014 - reuse. Electrode belt (B)(4), 04/2013 - reuse. Additional inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4).

Event description:
A us distributor contacted zoll to report that a pt experienced an inappropriate defibrillation event. The device properly detected ventricular tachycardia. However, the rhythm spontaneously converted to sinus tachycardia four seconds before the treatment was delivered. The pt was at home at the time of the event. The pt reports that he was sleeping when the alarms went off. That pt stated that he sat up and tried to press the response buttons. A review of the downloaded data confirms that the response buttons were not pressed during the entire event. The pt was transported to the hosp.